Event description:
New information indicates that another occurrence of post-paced t-wave over-sensing was noted on a remote transmission. Programming changes were discussed but not made at this time. No patient symptoms were reported.

Event description:
New information indicates that the device exhibited another occurrence of post-paced t-wave over-sensing. Device reprogramming was made. There were no patient issues.

Event description:
It was reported that a remote transmission showed the device had exhibited post-paced t-wave over-sensing. Programming changes were discussed. No patient symptoms were reported.